Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter displaying an error message unknown. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on the morning of (B)(6) 2016. The patient informed the csr that she manages her diabetes using insulin pump therapy, and in response to the alleged meter issue consumed less food and drink. The patient reported developing symptoms of headache, dizziness, sweats and hives a couple of hours after the meter issue began. On (B)(6) 2016 at 5.30 am the patient reported attending the emergency room. She alleges she was admitted to intensive care, where she received IV fluids, and medication to stop vomiting. She had an x-ray and an MRI scan carried out. On admission on (B)(6) 2016 a blood glucose reading of 800 mg/dl was obtained on a hospital meter. At the time of troubleshooting, the csr walked the patient through a retest and the alleged meter issue was resolved. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began, that required hospitalization.